Manufacturer narrative:
H3: the device was received for evaluation. A worn downstream occlusion (dso) seal was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. The most probable cause of the problem was a faulty printed wire assembly (pwa) board. The pwa board and dso seal were replaced to fix the issue.

Event description:
It was reported that the device had an error code 41622. There was no patient involvement, and no patient harm/adverse event reported.